Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing alarms when their driveline was bent a certain way. The patient had suspected short to shield and was always on batteries or an orange ungrounded cable. The patient had a prior driveline repair on (B)(6) 2019 (per-2019-0237107; (B)(4), reported under MFR# 2916596-2019-05332) and stated there was bending right after the repair site on their driveline. The alarms occurred when this bend site was bent. Log files did not capture any unusual events and all the wires seemed to be functioning as intended with no continuity issues. The patient's driveline repair site was reinforced. As of (B)(6) 2022 no further alarms were noted. The patient was stable and being monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of yellow wrench alarms could not be confirmed through the evaluation of the submitted log file. Although a specific cause for the reported events could not be conclusively determined, the account suspected driveline damage. The submitted log file contained data from 14:34:55 on 09dec2021 through 12:53:42 on 06jan2022, per the timestamps. No atypical events or alarms were captured that would indicate potential driveline wire compromise. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Additional information later received stated that the reported alarms could not be confirmed on the controller screen or log file history. The patient was instructed to call the ventricular assist device (vad) coordinator after the next occurrence so more information could be acquired. The driveline repair site was reinforced there was no further recurrence of the alarms. The patient was stable but would continue to be monitored. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial numbers (B)(6) and (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13dec2017. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.